Event description:
It was reported that in aug 2019, dongguan donghua hospital, the front end of the swg (spring wire guide) was found kinked prior to the patient, and the swg was inserted not smoothly.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with a guide wire assembly. Although the customer reported this defect was found prior to use, significant signs of use in the form of biological material were found on the exterior of the swg and interior of swg advancer. Visual examination of the guide wire revealed one slight kink/bend adjacent to the distal j-tip. The guide wire contained one kink/bend 23 mm from the distal tip. The total length of the returned guide wire measured to be 602 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The undamaged portion of the returned guide wire was able to pass through a lab inventory catheter and introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. " the customer report of guide wire kinked in package was confirmed by complaint investigation of the returned sample. The guide wire contained one kink adjacent to the distal tip. The returned sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The probable cause of this issue could not be determined as the time of discovery (prior to use) did not match the sample received (evidence of use). Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Initial report indicates swg kinked prior to use. Returned device indicates bio material present on the device.

Event description:
It was reported that in (B)(6) 2019, (B)(6) hospital, the front end of the swg (spring wire guide) was found kinked prior to the patient, and the swg was inserted not smoothly.